Event description:
It was reported that the right ventricular (rv) lead was observed with t-wave oversensing. The sensitivity was decreased and the sensed polarity was changed to rv tip to rv coil which resolved the issue entirely. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2012; (B)(4) implantable pacing lead (B)(6) 2012; (B)(4) implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced shortness of breath due to the t-wave oversensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.